Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 3.

Event description:
Healthcare professional reported, left side "capsular contracture, baker grade 3". Device was explanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii." Device was explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.